Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the on (B)(6) 2016, a 29mm epic valve was implanted in the patient. On (B)(6) 2026, the patient complained of dyspnea and was transported into hospital. A severe mitral regurgitation (mr) was confirmed by echocardiographic evaluation. On (B)(6) 2026, a redo mitral valve replacement (redo mvr) was performed. The 29mm epic valve was explanted and replaced with a new 25mm non-abbott valve. The explanted valve had a leaflet tear and visually confirmed. The patient was reported stable.